Manufacturer narrative:
Computed tomography (CT) imaging provided from 10/20/2025. The aortic valve is trileaflet with mild to moderate calcification. The annulus perimeter measures 84.3 mm, corresponding to a perimeter-derived diameter of 26.8 mm. This measurement confidently supports the use of a 34 mm device, as opposed to the imaging report, which suggested a borderline size between a 29 mm and 34 mm device. The 34 mm valve was reportedly used after a 29 mm device became dislodged during the procedure. Importantly, the sinus of valsalva (sov) diameters are well within the recommended range for accommodating the larger valve size. Sinus heights are also within the recommended range. Additional findings include calcification in the proximal right coronary artery (rca), a bulge in the aortic arch, and an aortic root angle of 48°. Imaging services case report provided from 10/22/2025. The annulus perimeter measured 81.7 mm, corresponding to a perimeter-derived diameter of 26 mm, which falls between the recommended sizing for a 29 mm or 34 mm evolut valve. A 34 mm evolut was reportedly used after a 29 mm device became dislodged during the procedure. The sinus of valsalva (sov) diameters are well within the recommended range to accommodate the larger valve size. All sinus and coronary heights are also within the recommended range. The aortic root angulation measures 49°. Femoral access measurements also fall within the recommended parameters for a 34 mm device. Additionally, a bulge in the aortic arch is noted, with possible short-segment dissection. Intraprocedural fluoroscopic images from the index procedure were submitted for evaluation. Fluoroscopic valve load inspection was p erformed confirming proper valve loading. It was reported that the first attempted valve implantation was with a 29mm which resulted in dislodgement prompting multiple recaptures. Subsequently, the 29mm valve was withdrawn from the patient and another valve was lo aded, reportedly a 34mm valve. A pre balloon aortic valvuloplasty was performed at this time. There is evidence of at least one recapture with the 34mm valve due to shallow positioning. Valve depth prior to final release was measured at approximately 6-7 mm on the non-coronary cusp in the cusp overlap view and 7-8 mm on the left coronary cusp in the lao view. According to the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, recapture should be considered. No further deployment attempts were observed, suggesting the valve was released at this position. A final aortogram was performed following valve implantation, revealing no signs of aortic regurgitation or paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient was in between valve sizes of 29 millimeters (mm) and 34 mm on pre-procedural assessment, and the 29 mm valve was selected. A pre-dilatation was not performed due to the low calcium burden in the patient's aortic annulus. The 29 mm valve was attempted three times due to the valve dislodging toward the ascending aorta during the second stage of deployment. It was noted that the deployment attempts were performed with pressure reduction. Subsequently, the 29 mm valve was removed from the patient, and a 34 mm valve was used with a new delivery catheter system (dcs) and new compression loading system (cls). A pre-dilatation was performed using a 23 mm balloon, and the 34 mm valve was implanted without complications. It was noted that a procedural delay of 2 hours occurred. No patient complications were reported as a result of this event.